Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor was displaying a service code 110. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca and an open l1 component on the computer/analog pca. The root cause for the shorted c1 capacitor and open l1 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was displaying a service code.